Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-oct-29 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a pump refill on (B)(6) 2019 where they increased the dose of baclofen. Starting on (B)(6) 2019 and continuing over the last couple days (relative to the date of report), the patient became symptomatic. It was noted that the patient experienced altered mental status, rigidity, and tremors. They thought the patient may be withdrawing. It was noted that the hcp had not heard an audible alarm, but they did not have a clinician programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-30, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). It reported the hcp wanted a rep to come read the patient's pump and leave the report on the floor. The patient was admitted to the hospital and the hospitalist "thinks pump but in talking to neurosurgeon, he said he thinks patient was possibly septic". Logs were requested to try to rule out illness/pump related or sepsis. No diagnostics, troubleshooting or actions taken were reported. The issue was not resolved at the time of this report. The medication in the pump was reported as gablofen.